Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp reported MRI of lumbar but noticed all product minus a lead fragment has been removed. Reviewed our records indicate a full system. Reviewed guidelines. The hcp noted op notes say the system was removed on (B)(6) 2020 except for a lead fragment. No further complications were reported at this time.